Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an episode of syncope. The local boston scientific field representative was not aware of any further information regarding this clinical observation. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.